Manufacturer narrative:
Film evaluation summary: the reported type ib endoleak could not be fully confirmed on the films provided. Lack of distal seal was identified on the left iliac artery leading to contrast leakage around the stent graft in that area, and although a distal endoleak could not be fully ruled out, there was no visible communication of this leakage into the aneurysm sac. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is most likely that disease progression with iliac enlargement over the 7.5 years was a contributor to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received: seven weeks post when the ib endoleak was identified, the patient returned for intervention and an endurant limb etlw1616c156e was placed in the left common iliac artery, extending distally into the proximal left external iliac artery. Good seal was achieved both proximally and distally, resolving the type ib leak. The patient recovered without incident. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 35 months post index procedure, a CT was performed during a follow-up. It was stated that a type 1b endoleak was noted in the left common iliac artery. As per the physician, cause of the event was anatomy, due to disease progression. No additional clinical sequalae were reported and the patient will be monitored.